Manufacturer narrative:
Bottles 7 (ethanol) and 11 (xylene) were removed from the instrument for four (4) seconds and six (6) seconds respectively, which is insufficient time to complete manual replacement of either of the reagents; and the station properties for the corresponding reagent stations were reset at 16:38pm and 16:39pm on (B)(4) 2016 respectively. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "standard 1" protocol started in retort a at 04:14am on (B)(6) 2016, which completed successfully at 05:26am on (B)(6) 2016. This protocol comprised (B)(4) cassettes, based on data entered into the instrument software by the user. The reagent in bottles 7 (ethanol) and 11 (xylene) was used for the first time in the final dehydration and final clearing steps respectively of the "standard 1" protocol started in retort a at 04:14am on (B)(6) 2016. All other reagents had been used for at least two previous processing runs without reported incident. Although the user affirmed in the instrument software that the concentration in bottles 7 (ethanol) and 11 (xylene) were to be set to default value of 100% at 16:38pm and 16:39pm respectively on (B)(6) 2016, the actual reagent concentration in bottles 7 (ethanol) and bottle 11 (xylene) remained unchanged at 54.7% and 76.3%, respectively, because the reagent had not been replaced in either of the reagent bottles. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottles 7 (ethanol) and 11 (xylene) were used for the final dehydration and final clearing steps respectively of the "standard 1" protocol started in retort a at 04:14am on (B)(6) 2016. The minimum final reagent concentration required for ethanol and xylene is 98% and 95%, respectively. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "standard 1" protocol started in retort a at 04:14am on (B)(4) 2016, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement "standard 1" protocol started in retort a at 04:14am on (B)(6) 2016. Specifically, a user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from peloris tissue processor serial number (B)(4). The customer described the affected tissue samples as "underprocessed" and stated: "bottle #7 event logs show unit needs changing but reagents screen showing bottle is at 100%, physically the reagent in bottle 7 appears well used, cloudy. Bottle 6 in contrast appears crystal clear but is showing 98% conc." On (B)(4) 2016, a leica field support specialist (fss) provided telephone support to the laboratory in association to this complaint. The fss instructed the laboratory to replace the reagent in bottles 7 and 9-12 inclusive and the wax in the four wax baths; and perform a validation(s) run using non-diagnostic tissue samples. On (B)(4) 2016, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss offered to provide user training, which was declined. On (B)(4) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable following re-processing.